Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer was diagnosed with hyperglycemia and was given a 10 unit bolus of insulin via syringe as well as 2 bags of saline. The pod was discarded.